Event description:
It was reported that the customer experienced low blood glucose (bg) level of 40 mg/dl, cause was unknown. Customer consumed carbohydrates to treat bg level. Additionally, a malfunction alarm occurred. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, and the alleged low blood glucose issue could not be verified.